Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device had stored three ventricular fibrillation episodes which showed noise on the egms. The noise resulted in inadequate anti-tachycardia pacing therapy. The right ventricular (rv) lead impedance trend was normal. The lead was capped and replaced. The patient is in stable condition.